Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the new pacemaker was attempted be implanted however, the set screw was unable to be fixed and exhibited a connection problem. The device was removed and replaced. The patient was in stable condition.